Event description:
The customer called because her contour ts meter was reading in mmol/l, instead of mg/dl. She said that the meter was given to her by her diabetes care club. No adverse events were alleged. A replacement meter was sent to the customer. At this time, it's not known if the customer's meter will be returned for evaluation.

Manufacturer narrative:
Meter information was not obtained during the call. It's not possible to determine the manufacture date without the meter information.